Manufacturer narrative:
Height: 70 inches. Based on the available information, this event is deemed a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 29, 2015. (B)(4).

Event description:
It was reported that after 3 days in use, a patient developed a "stage 2 pressure ulcer while being treated for diarrhea with a faecal collector". The pressure ulcer was located in the gluteal fold and the measurements equaled the measurements of the coal filter included in the faecal collector. The device was removed and the ulcer was treated with a foam dressing. The user facility further reported that the patient's skin was in "good condition" prior to use of the device and the patient was repositioned at least every 2 hours.

Manufacturer narrative:
Additional information was received on october 23, 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).